Event description:
The customer obtained analyzer condition codes on a single patient sample using vitros ggt slides on a vitros 350 chemistry system. The investigation determined that the customer loaded vitros ast reagent and manually identified the reagent as vitros ggt reagent. If the customer had not reacted to the condition codes, biased results would have occurred. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
During the investigation, the customer indicated that they had been manually loading slide cartridges due to analyzer bar code read failures. Ocd field service investigated and returned the vitros 350 to expected operation. Acceptable ggt results were obtained after the customer correctly loaded a ggt cartridge in the slide supply. No malfunction occurred. The vitros 350 operated as intended the root cause of the event is user error.